Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient stated that he first became aware of the meter issue at 8.30 am on (B)(6) 2018. The patient reported that he obtained alleged inaccurate blood glucose results of ¿93 and 160 mg/dl¿, the tests were performed within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The patient reported that he takes no diabetes medication. He stated that on (B)(6) at 8.30 am he developed symptoms of ¿shaking¿, in response to the alleged symptoms, the patient stated her took some sugar. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient described following the correct testing steps, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.